Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). The unit was not returned to for evaluation. The customer was notified and no response was provided. Since the unit was not provided, no physical evaluation could be performed. No device lot number was provided, therefore device history record (DHR) and complaint history record review could not be conducted. It was reported that patient came with locator fractured, it was stuck in the prosthesis. The reported complaint could not be verified as no product, pictures, or x-rays were returned for evaluation. A definitive root cause for this complaint could not be determined. However, thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the locator abutment fractured.